Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.85mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.00/+3.00/119 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon notes the following: excessive vault, significant reduction of irido-corneal angles (ica), and glare/haloes. Reportedly, the lens remains implanted.